Manufacturer narrative:
The incoming service inspection revealed the housing and motor assembly were heavily corroded. The motor was imbedded in the housing. The pre-repair temperature testing was unable to be performed due to the corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the m5 microdebrider was heating up and would intermittently stop.